Event description:
The customer reported to customer service that a rash has developed on her breasts where the breast pump breast shields make contact with her skin. She indicated that she cleans the breast shields with an anti-bacterial soap and that she has had past reactions to certain kinds of adhesives.

Manufacturer narrative:
Customer service sent the customer replacement one-piece breast shields. In initial f/u with the customer, she indicated that she was using the two-piece breast shields that came will her breast pump without any issue. On (B)(6) 2012, she received a new pair of breast shields (the same two-piece shields) and when using those, she developed a rash where the funnel touches her breasts. She sought medical treatment and was prescribed a cream (mometasone suroate). She used the cream a couple of times and then started using the replacement breast shields and the rash disappeared. She also stopped cleaning the breast shields with the anti-bacterial soap. She indicated that the rash healed very quickly. After initial f/u with the customer, she contacted medela, indicating that she was cleaning the breast shields with. She's not sure that was the only reason for her allergic reaction, but indicated that it may have been the reason. The customer appears to have experienced contact dermatitis that may or may not have been related to use of the breast shield. We will monitor complaints for similar issues.